Event description:
Lv lead was implanted on (B)(6) 2015 at (B)(6) hospital. On (B)(6) 2017 the lv lead was programmed off because the lv pacing had induced atrial fibrillation, suspect to be cause by the position if the lv lead. Lead remains implanted but not in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).